Event description:
It was reported that a pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was selected for use. The 27mm closure device did not have adequate compression and the physician changed to a 31mm closure device. The 31mm closure device was successfully implanted. A sweep was performed immediately after the procedure and a pericardial effusion was noted in the left atrium the physician attempted pericardiocentesis for the effusion, but aborted the procedure due to the location. The patient was placed under observation to monitor vital signs. The patient was reported to be stable and was kept in the hospital under observation.